Manufacturer narrative:
MDR made in error- with design verification the material number mz5303 did not fail and no complaint needed to be generated.

Event description:
Material#: mz5303 batch number#: unknown it was reported by customer that packaging design verification failure. Packaging oq failure. If product made by the oq parameter setting, it may have sterility breach for product. Verbatim#: rcc received a complaint via email. Email(s) attached. Describe customer concern, details of event including how the issue was resolved: this is packaging design verification failure. Packaging oq failure. If product made by the oq parameter setting, it may have sterility breach for product. Date of event 12/21/2021 product / catalogue number mz5301, mz5302, mz5303, mz5304, mz5307 product description: maxzero ext set.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set had sterility compromised the following information was received by the initial reporter with the following verbatim: describe customer concern, details of event including how the issue was resolved: this is packaging design verification failure. Packaging oq failure. If product made by the oq parameter setting, it may have sterility breach for product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed